Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent oversensing, decreased impedance, diminished r wave sensing and insulation damage on the right ventricular (rv) lead. It was also noted the rv lead dislodged. The lead was explanted and replaced. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.